Event description:
Hello, I've been using clear care as a contact lens solution for the past 5 years without issue from alcon. Recently some stores stopped carrying this product and instead carried a new product called "clear care plus" which contains a new "hydraglyde" by alcon. After the first use of the product within an hour, I noticed a significant desegregation in viability of my contact lenses and everything had a smoky "halo" effect around it that made operating a vehicle difficult during daylight hours and dangerous at night. I stopped using the new product, including throwing my contact lenses in the trash, and the issue cleared up almost immediately. I did not seek out medical help, but I strongly feel this product caused issues with my contacts which made vision difficult and is a serious risk to the public that needs to be investigated. Thanks, (B)(6). Reason for use: needed for cleaning contact lenses. Is the product compounded: no. Is the product over-the-counter: yes. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.